Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were draw tested and no issues were observed relating to low or no draw as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low or no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes had insufficient blood when drawing. The following information was provided by the initial reporter. The customer stated: defect: insufficient blood collection volume, only 1-2ml blood collection. Quantity: 6. Impact: no impact on patients and users. Claim settlement: green claim settlement is required, no complaint reply letter is required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes had insufficient blood when drawing. The following information was provided by the initial reporter. The customer stated: defect: insufficient blood collection volume, only 1-2ml blood collection. Quantity: 6. Impact: no impact on patients and users. Claim settlement: green claim settlement is required, no complaint reply letter is required.